Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device failed, with the plastic sheath breaking and no clip being placed. Another device was used to complete the case. No adverse pt consequences were reported.